Event description:
On (B)(6) 2013, patient reported the up button on the infusion device is defective. This began as an intermittent issue a few months ago, but the up button does not function at all now. The button is not flat and does not work if pressed hard. The infusion device was not dropped prior to this event. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed.